Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2009. According to the complainant, during the procedure, at first, the device worked as usual, bending the wire and cutting the papilla. The physician decided to cut a little bit more and asked the nurse to bend the tip again. Then the cutting wire got curled, making it impossible to bend the tip. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).